Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient's husband stated that, while removing the insulin cartridge from the patient's infusion device, the plunger remained attached to the piston rod in the cartridge chamber. As a result, insulin leaked from the cartridge into the cartridge chamber of the infusion device. During troubleshooting with a company representative, the plunger was detached from the piston rod enabling replacement of the insulin cartridge. The infusion device inverted in order to drain insulin and residual insulin was removed from the cartridge chamber. During follow up four days later, the patient's husband stated that the infusion device was functioning correctly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional to address the issue. No product was requested to be returned for evaluation.